Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred.the moderately tortuous and calcified target lesion was located in the mid right coronary artery (rca). A 2.50x12mm taxus liberte stent delivery system (sds) was advanced to the rca; however the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were lifted up. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is good.